Manufacturer narrative:
Continuation of d11: product ID a810 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown, ubd: unknown, UDI#: unknown medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. It was reported that the nurse had made a mistake when programming the pump at a refill. The reporter thought the manufacturer would change the training to prevent healthcare providers (hcp) from making mistakes when they program the device. Additional information was later received via an hcp on 2019-oct-25. It was clarified that the patient did not experience any permanent damage to their body or further symptoms related to the drug concentration not having been updated at refill. The clinician programmer used at the time of the event was clarified. Regarding the programmer, the software version used at the time of the event was version 1.0.7493. Further actions taken to resolve the patient pain was an increase in meds back to the optimal dose. The pain/issue was resolved. The patient¿s weight at the time of the event was clarified.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician, other relevant device(s) are: product ID: neu_unknown_prog, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine with concentration 1.33 mg/ml at a dose rate of 1.0339 mg/day via an implantable pump for non-malignant pain. It was reported that the patient had their pump refilled in june, and they replaced the drug with a 3.0 concentration but forgot to change the dosing on the programmer to cut in half from the 1.5 concentration. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). The patient went for their next refill in (B)(6) and they didn't notice it again. They called the patient around (B)(6) to correct the dosing and they dropped it to half to match the new concentration. The patient experienced excruciating pain and was taken to the hospital with withdrawal symptoms. The patient was worried that they may have permanent damage to their body due to cutting the dose. It was further noted that the pump was checked in the hospital by a company representative and they had told them what happened, which was believed to be "(B)(6)" 2019. It was noted that no troubleshooting was performed prior to the report. The patient was to follow-up with their healthcare provider to address their pain. On (B)(6) 2019 a consumer further reported that the patient had an appointment with their hcp on (B)(6) 2019 in case a company representative was to be sent out to investigate. On (B)(6) 2019 a company representative reported that they were the person covering the territory (started covering in (B)(6) of 2019) and confirmed they were not made aware of any information that the patient claimed.